Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve separation occurred. It was reported that when the physician inserted the wire into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (to remove the sheath at the end of the procedure), there was a piece of plastic that occluded the area. The wire was unable to be advanced. The caller stated that it seemed the piece of plastic had broken loose inside the handle/hub. The physician then cut the handle from the shaft of the sheath, and was able to manipulate the wire to safely remove the sheath from the patient. Piece within the hemostatic valve broke, making it impossible to insert wire for sheath removal. The valve did not detach from the sheath. Surgical removal was not required.

Manufacturer narrative:
It was reported that a patient underwent cardiac ablation procedure for paroxysmal atrial fibrillation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve separation occurred. It was reported that when the physician inserted the wire into the hub of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium (to remove the sheath at the end of the procedure), there was a piece of plastic that occluded the area. The wire was unable to be advanced. The caller stated that it seemed the piece of plastic had broken loose inside the handle/hub. The physician then cut the handle from the shaft of the sheath, and was able to manipulate the wire to safely remove the sheath from the patient. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the device and it was noticed that the brim cap and the silicon ring were detached and not returned. It is suspected the detachment of the brim cap and the silicone ring are related to the procedure, as such, these findings are not MDR reportable. The issue of the hemostatic valve being dislodged into the hub was reviewed and determined it continues to be deemed MDR reportable. The hemostatic valve dislodgement observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed and no internal action related to the reported complaint were identified during this review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve, an internal corrective action has been open to address this issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).